Manufacturer narrative:
An event of device deformation was reported. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined; however, according to the physician "the patient's posterior and inferior side were less than 5mm and the aso wasn't suitable for the patient's defect which resulted in the deployment difficulty".

Event description:
On (B)(6) 2019, a 28mm amplatzer septal occluder (aso) and a 12f amplatzer torqvue 45 degree delivery system (dtv45) were selected for use. The device was deployed in the heart but it deployed in a cobra-head shape. The device was redeployed two times but the issue persisted. The physician commented that the patient's posterior and inferior side were less than 5mm and the aso wasn't suitable for the patient's defect which resulted in the deployment difficulty. The aso and delivery sheath were safely removed from the patient. The aso was replaced with a non-abbott device (model and size unknown) and the procedure was successfully completed with no issue. There was no clinically significant delay and the patient remained hemodynamically stable. No additional information is expected.